Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the lot number, however, the fracture site of the instrument cannot be visualized so the complaint cannot be confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was screwing in the set screw for cm natural nail and the screwdriver fractured. Attempts have been made and additional information on the reported event is unavailable at this time.